Manufacturer narrative:
The occupation is lay user/patient.

Event description:
Customer complained of discrepant inr results between a coaguchek xs meter up0997460 and a lab using an unknown reagent. On (B)(6) 2018 or (B)(6) 2018, the result was 7.3 inr. The customer then retested on the meter and the result was 6.1 inr. Customer then had a lab test within 7 hours and the inr result was "in the 5's". The actual lab result was not known. There was no allegation of an adverse event. The customer's therapeutic range is 2.0-3.0 inr. Customer does not have any hematocrit issues and does not suffer from antiphospholipid antibodies. Customer held their coumadin dose following the results. Customer has no new medications, new illnesses and no diet changes. Customer bruises easily but has not required any treatment for bruising. Customer's current condition is "normal". Retention test strips (304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction/removal report no.